Manufacturer narrative:
The philips field service engineer (fse) went onsite and evaluated the alleged device. He found the blood pressure assembly to be defective and needed repair/replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective blood pressure assembly. The reported problem was confirmed the device was operational after repairs were completed and the blood pressure assembly was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the blood pressure unit keeps inflating pressure. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).